Event description:
Pt underwent abdominal surgery in july before which catheter placed due to pt's cardiac status. When catheter was removed, approximately 39cm. Broke off and remained in pulmonary artery. This went unnoticed until 10/94 upon which pt was readmitted and remaining catheter was removed without complication.